Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During withdrawal of the wolverine, it was noted that the shaft broke in half not until it was outside of patient's body. The device was removed as normal. The procedure was completed with an alternative device. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.